Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had foreign matter in tube; biological and nonbiological and label lift off/partial peel off. The foreign matter event occurred 6 times. The label lift/peel off event occurred 2 times. The following information was provided by the initial reporter: the customer noticed "tube of stain (foreign matter) = 5 sp, open label = 2 sp and scrap power (foreign matter) = 1 sp."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter and rolling label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had foreign matter in tube; biological and nonbiological and label lift off/partial peel off. The foreign matter event occurred 6 times. The label lift/peel off event occurred 2 times. The following information was provided by the initial reporter: the customer noticed "tube of stain (foreign matter) = 5 sp, open label = 2 sp and scrap power (foreign matter) = 1 sp."